Manufacturer narrative:
Model number/catalog number: sc-8120-50, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: artisan surgical ld 50cm 16 contact lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients was experiencing pain the ipg and lead site. It was noted that the patients ipg was non-functional. The patient underwent an ipg explant procedure.